Event description:
Fluoroscopy during ICD replacement revealed externalized conductors. During invasive testing, elevated pacing threshold was noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).